Event description:
On (B) (6) 2010, the patient reported she woke up this morning with a blood glucose reading of 425 mg/dl with her target range being 60-180 mg/dl. Symptoms were frequent urination and she corrected her reading by delivering 10 units of insulin via injection. Her most recent reading was 121 mg/dl. During troubleshooting, she discovered a single large air bubble in the insulin cartridge of her infusion device. She stated it is located at the top of the cartridge near the adapter. She said she sometimes uses cold insulin to fill her insulin cartridge. She was advised to use only room temperature insulin to fill the cartridge. She successfully primed out the air bubble. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge was requested to be returned for evaluation.